Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. Model number: unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Device serial number: unknown as information was not provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown as information was not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported toric intraocular lens (iol) was aligned at 180 degrees per ocular response analyzer (ora). The patient was having difficulty maintaining fixation for the ora measurements, but the physician did finally receive a nrr message. On post-op day 01 the patient was seeing 20/30-1 without correction, with the iol implant aligned at 10 degrees. At day 09 post-op, the patient's uncorrected visual acuity was reduced to 20/50-3 and the implant is still aligned at 10 degrees. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. No additional information was provided.